Event description:
It was reported that prior to use during the calibration step for a bypass surgery, the surgeon console had a communication loss error. The error was dismissed and the sc worked successfully. There was no patient involvement.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the field service notes, associated device data and provided image for the reported surgeon console (sc). Evaluation of the field service notes indicates that the error is dismissible and the procedure was continued. Evaluation of the device data indicates that an error code ¿surgeon console master controller (smc) communications check¿ was triggered because the sc became operable before the tower. This issue occurs as the sc checks for communications from the tower which was still starting up. Evaluation of the provided image notes it shows the surgeon interactive display (sid) which is showing the "calibrate console" screen. On the top, there is a yellow-colored alert message which reads "warning: loss of communication from the surgeon console. Check the data cable or reset the console using the red ac power switch. Tap discard to confirm". Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to intermittent communication issues between the surgeon console and tower. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use during the calibration step for a bypass surgery, the surgeon console had a communication loss error. The error was dismissed and the sc worked successfully. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.